Manufacturer narrative:
On 26th sep 2025, the user reported unexpected differences between eversense and fingerstick readings. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and an RMA was issued for further investigation. In-house testing of the returned sensor showed no malfunction. A review of the in-vivo data, however, indicated an atypical sensitivity to temperature, which likely contributed to certain inaccuracies and noise in sensor glucose readings. This observation showed no correlation with other inaccuracies reported by the user and does not fully explain the issue experienced. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present themselves in the body are not reproduced in the lab. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 25 dec 2025. G3.date received by the manufacturer? 25 dec 2025. H3. Device evaluated by manufacturer?yes . H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.